Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: d224trk implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2008. A 5076-52 implantable pacing lead implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that during the device change out procedure, the left ventricular (lv) lead threshold was higher than pre-operation check. The lead was inspected and found to be cut/fractured. It was also reported there was intermittent capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.